Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis. (B)(4).

Event description:
It was reported the patient developed a systemic infection resulting in removal of the implantable pulse generator (ipg) system. Additional information obtained reported that lead vegetation and tricuspid valve vegetation was present and the blood cultures grew strep and gram positive cocci. Endocarditis was also reported. The ipg system was explanted. No further patient complications have been reported as a result of this event.